Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2019). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port device had allegedly pinched off and a piece had migrated to the heart. It was further reported that the device and migrated piece both had been removed in cath lab. There was no patient injury reported other than the removal procedure.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: one ti powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a complete subcutaneous break, specifically for complete break due to flexural fatigue, as a portion of the break surface of the distal catheter fragment between the 17 and 18 cm depth marks was smooth and polished. The smooth portion of the break surface appears separated from the other region of the break surface by two sharp ridges almost diametrically opposite of each other. The other portion of the break surface has a region of surface roughness. The break surface is elliptical and the profile of the break has an incline. These observations are consistent with breaks caused by cyclic kinking of the catheter tube. The break profile of the proximal catheter fragment was also inclined and the break surface had an elliptical shape. There appears to be a fragment of catheter between the two catheter pieces missing from the sample. Necking was observed around the 20 and 21 cm marks. White pit marks were observed on the catheter in the vicinity of the 20 cm to 22 cm depth marks on the catheter surface. The definitive root cause could not be determined based upon available information. The reported event occurred approximately 8 months after device implant. Physiological, placement, usage, and mechanical factors may have contributed to the flexural fatigue break. However, the origin of the flexural fatigue is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port device had allegedly pinched off and a piece had migrated to the heart. It was further reported that the device and migrated piece both had been removed in cath lab. There was no patient injury reported other than the removal procedure.